Event description:
This event occurred during off-label use in the left ventricle. The ensite 3000 system and ensite catheter was used for mapping intermittent left-sided ventricular tachycardia. The ensite catheter was prepped per the instruction for use with no abnormalities noted. The physician used a retrograde approach to place the ensite catheter in the left ventricle apex. The physician had difficulty in positioning the catheter within the left ventricle chamber to map the site of interest. Physician inserted and removed the catheter from pt a total of four times and inflated/deflated the catheter balloon a total of five times in trying to position the catheter array. Upon the fourth removal of the catheter, the array end of the catheter was wiped down with gauze. At this time, it was noticed the ensite catheter had one broken wire on the proximal end of the array. Pt vital signs remained unchanged and no adverse effects were apparent. This catheter was removed from the study and a new ensite catheter was used to continue the study.